Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. A review of the black box revealed no related alarms or issues. The battery compartment was observed to be cracked and the battery compartment threads were damaged. A battery cap was not returned; a test cap was used for further testing. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. No power issues were observed. There was no evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment threads and battery cap threads were damaged. There was no reported evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.